Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported redness and swelling at the insertion site when the sensor was removed on (B)(6) 2019. The patient complained of pain and was taken to an urgent care center on (B)(6) 2019 for evaluation. The patient received oral antibiotics (bactrim). No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.